Manufacturer narrative:
Other; device not returned for evaluation; follow-up information from physician and company representative. The filing of this report does not constitute an admission that any device discussed herein caused or contributed to a reportable event.

Event description:
It was reported that during a balloon kyphoplasty procedure, the patient had a cement leak out of the vertebral body into the spinal canal via a posterior wall fracture. The patient underwent an emergent procedure to remove the cement, and was reported to be doing well and experienced no clinical sequela as a result of the event.